Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/7/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 350cc unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had 350cc unknown mentor saline prostheses implanted. These prostheses were returned to mentor without accompanying information, aside from some patient demographics. In follow up with the contact, she confirmed that only unilateral had taken place.

Manufacturer narrative:
On 8/20/2018 mentor became aware of some errors submitted with the initial report. It was reported that a female patient had 350cc unknown mentor saline prostheses implanted. These implants were returned to mentor without accompanying event information. When seeking additional information, mentor became aware that the event that had occurred was a unilateral deflation with bilateral explant. Manufacturer¿s reference number: (B)(4).